Event description:
End user states: the wheel lock assemblies have been a constant problem on this model. There is a rubber or plastic like washer as a part of each wheel lock assembly and the washer is constantly disintigrating. Consumer stated the chair has never actually been used in the water. He has to constatnly adjust the wheel lock assemblies so they operate properly. Customer was referred to dealers in their area.